Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.

Event description:
Pt's son reported his father's infusion device powered off in the night while in run mode. Son reported on (B)(6) 2012 at 11 am pt's blood glucose level was 500 mg/dl. Pt's normal blood glucose level is unk. Son stated pt felt sick and trembled. Son reported calling the emergency doctor and he stabilized him. Pt was taken to the hospital by ambulance and placed in the intensive care unit. Treatment rec'd is unk. No further info is available. Requested return of the alleged infusion device for eval.